Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Left hip revision, patient had high chromium levels. Patient had pseudo tumours as a result of issue.

Manufacturer narrative:
Left hip revision performed on (B)(6) 2016 by surgeon at ascot hospital. Primary surgery was in 2007. Patient had metal on metal articulating surfaces. Patient had high chromium levels. Patient had pseudo tumours as a result of issue. The liner and head were replaced with a poly liner and a metal head. Histological samples were sent. Metal liner was discarded and pinnacle acetabular cup 52mm remained insitu (no product codes provided). (B)(6) female. This case is not being reported by the customer, but (B)(4) employee. All available information has been provided as part of this report; no further information will be forthcoming. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.